Manufacturer narrative:
CAPA investigation concluded that a tecan field service engineer did not perform and document the required safety test after the replacement of the front panel on june 6th. Root cause was identified as human error. The field service engineer was trained however did not follow the service instructions. This is an isolated event. Corrective action, including the retraining of field service engineer has been implemented

Manufacturer narrative:
Tecan service visited the laboratory on 07/13/2016 and inspected the door locks. It was confirmed they were installed in the wrong direction. The service engineer removed and installed the door locks correctly and verified the functionality. The last preventative maintenance check for the instrument was evaluated and the door locks were functional at that time. In an abundance of caution, tecan files this report since nonfunctional door locks could create an unsafe condition. A CAPA has been open to investigate. Follow up information will be provided.

Event description:
The laboratory called tecan to request a preventative maintenance for their instrument. The lab mentioned the door locks on the instrument were not installed correctly. As a result, when the door is open, the instrument was not turning off. The lab requested a repair. The lab confirmed there were no injuries or no near misses.